Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient experienced ineffective therapy and is unable to enter MRI mode, patient's lead has high impedances. As a result, surgical intervention was undertaken on (B)(6) 2024 wherein patient's system was explanted to address the issue.

Manufacturer narrative:
Date of event is estimated.